Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system, where the foam tip plunger overrode the lens.

Event description:
The physician reports that the crystalens trailing haptic tore when delivering the lens using the staar surgical lens injector system. Delivery was attempted with the backup crystalens; however, this tore also. Intervention was performed intraoperatively to remove the damaged iol, enlarge the incision, and suture the incision. A third crystalens was implanted successfully. Reference medwatch report #2031924-2007-00319.